Event description:
It was reported that no vision, broken tie rods. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Investigation: accordingly, we would like to give a summary of our results regarding the reported issue. The evaluation results: a visual and functional test was carried out on the endoscope. The error description provided by the customer "no vision, broken tie rods" was confirmed, and further defects were detected. 1. Image missing 2. Interface board shows liquid damage 3. The plastic parts of the supply plug are broken 4. Button function missing 5. Vertebrae is corroded 6. Liquid inside the steering mechanism 7. Distal tip is corroded 8. Leak due to cut in the angle cover 9. Inserting part cover is cracked 10. Inserting part is leaking 11. Steering wire is broken in the vertebrae 12. Housing shows liquid damage. After connecting the endoscope to the c[?]mac z8404 zx monitor (sn: (B)(6), the image was not displayed. When the deflection lever was moved, we were not able to deflect the distal tip. Further investigation revealed that the angle cover had significant wear marks and several small punctures. These punctures allowed water to enter the vertebrae, causing corrosion, which led to the steering wires breaking inside the vertebrae. Further investigation also revealed that the slotted tube and the wire mesh of the working shaft were heavily damaged underneath the strain relief. This damage caused a major leakage and allowed water to enter the endoscope housing. The liquid then damaged the internal electronics, which ultimately led to image loss. The reason for the customer complaint is user-induced damage and misuse. The event is filed under internal karl storz complaint ID: (B)(4).